Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy (B)(4). There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log was reviewed. Functional testing was able to duplicate the reported problem; however, the device was within manufacturing specifications. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.